Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges to resolve the issue. There was no adverse impact to customer's blood glucose level.